Event description:
The customer reported to olympus, the endoscope reprocessor tested positive for microbial contamination. The issue was found during preparation for use. Sampling occurred, before use, it was noted that water sample ¿got bacteria¿. The result showed, the device tested positive for sphingobium yanoikuyae and gram-negative bacilli. The customer indicated, pre-cleaning was performed to every scope, and there was no scope that was used on a patient, that could have been insufficiently reprocessed with the subject device. The customer also indicated, the water filter was replaced every month and maintenance is completed routinely. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the subject device could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to the customer culture results (reference b5), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "troubleshooting and repair proble. Problem: bacteria were detected as a result of culture test of rinsing water collected from the device. Possible causes expiration of service life of filters, degradation of disinfectant solution, etc. Water supply piping is not disinfected. Remedial actions inspect the equipment as described in chapter, ¿inspection before use¿. If bacteria are detected again in the next culture test, contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
Correction to the customer culture results. 19 cfu were detected.